Event description:
It was originally reported by the pt that approx six months after the pt had a thr she started experiencing systemic symptoms, there was fluid on the muscle that was aspirated and the fluid was infected. Pt developed chronic cough and fatigue. Pt now can't lift leg off the floor - loss of muscle, slowly getting worse. Surgeon wants to revise but pt feels like she needs to find out more info.

Manufacturer narrative:
Review of the device history/sterilization records indicates all devices accepted into final stock met specifications. Medical review indicated that although the pt may have had an adverse response to metal wear debris, the primary issue was probably an infection. The reported infection was not confirmed and the source of the infection could not be identified. The clinical presentation and symptoms for reactions to metal debris can be similar to other complications such as infection. W/o further info and the physical devices the infection and/or adverse response to metal wear debris cannot be confirmed. (B)(4).